Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2011 due to medial tibial plateau collapse. The surgeon reported that patient had good bone quality and that the component was well fixed with bony-ingrowth seen on the underside of the medial tibial tray. The surgeon felt that an undiagnosed fracture had occurred. The tibial tray was removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed april 4, 2011.